Event description:
100% pacing at a high lv output (4 vat 0.7 ms) and high pacing rate (~85 bpm). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).